Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the suspected device. The fsr could not duplicate the reported issue even after running the device for one hour. The fsr completed the extended self test and operational verification procedures and the device meets all manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the screen is going off and back on by itself. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the backlight inverter dc to ac. The reported issue was not duplicated in the failure analysis lab. This reported issue will be tracked and internally investigate the situation. No further investigation is needed.